Event description:
It was reported that pump battery no longer held charge, requiring daily charging with battery draining 70 to 80 percent each day. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up with technical support, was noted to be out of warranty and in process of obtaining new tandem pump, and no additional troubleshooting or corrective actions were documented.